Manufacturer narrative:
Received 1 silicone catheter. The reported issue was confirmed as manufacturer related. Per visual inspection no defects were found. Per functional evaluation, the balloon was inflated with 5 ml of a mix of tap water and blue methylene using a syringe and no leakage on catheter balloon was found. The balloon was then injected with water by way of the drainage lumen and leakage was noted to 0.25¿ from the bifurcation area. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that there was a urine leakage from the shaft of the catheter on the second day of use. Reportedly, the user did not use any sharp instrument on the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a urine leakage from the shaft of the catheter on the second day of use. Reportedly, the user did not use any sharp instrument on the catheter.